Event description:
It was reported a pt presented with a minor posterior circulation stroke. Mra suggested basilar artery stenosis. An angiogram performed in '08 confirmed the stenosis and a stenting procedure was planned. The following day, the pt's mental status was noted to be deteriorating. An MRI was taken which showed a new thalamic infarct, possibly related to the change in mental status. The user facility reported "given the delay between the angiography and mental status change; it is unclear whether angiography, basilar artery stenosis, or something else may have "caused" the new infarct". As a result, the stenting procedure was postponed. The pt's mental status had reportedly continued to fluctuate, but remained generally poor. The pt was placed under general anesthesia for stenting, as "extubation might be difficult given the pre-op mental status". The stenting procedure took place about 16 days later, and reportedly "went smoothly, without evident complications or significant difficulties". Post-procedure neurological exam showed no change from the pre-procedure exam. The user facility reported after several attempts, they were unable to extubate the pt "over one week", although the details as to when this occurred were not disclosed. The family subsequently made the decision to withdraw care, and the pt expired approximately 10 days later. The user facility reported there was no evidence of malfunction of the device and there was no reported complications. It appears there was no resistance during implantation or withdrawal of device. No bleeding was noted periprocedurally or post procedurally.

Manufacturer narrative:
No alleged device malfunction or issue with product's performance.